Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump was not delivering boluses. The customer¿s blood glucose level was 400 mg/dl. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained and could not confirm the allegation.